Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage observed with sensor patch or sensor adhesive. Therefore, this issue is not confirmed. An investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced bleeding, swollen and red lumps at the sensor site. The customer had contact with a healthcare professional (hcp) who prescribed moisturizing medicine and ointment containing steroids (betamethasone) for treatment.